Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an infection. The recipient was hospitalized and antibiotics (type unknown) administered, however the infection did not resolve. The recipient's device was explanted. The recipient was not reimplanted. The infection has reportedly resolved. The recipient¿s device was discarded and will not return to advanced bionics for analysis.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device is reportedly lost and will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.